Event description:
It was reported that a malfunction alarm occurred with code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to report if the malfunction reoccurs, which the customer acknowledged.